Event description:
It was reported that: radial a lines with incorrect readings? We have a good waveform, draws back and works well but is reading a falsely low blood pressure. Additional information: this event had occurred 4 times with 4 different patients that we are aware of. Falsely low bps ranging from sbp's of 60's-80's and dbp of 30's-50's. They did not correlate with cuff pressures. In this case the patient received additional vasopressors. They recovered and have been discharged home. Associated complaints 9680794-2024-00189, 9680794-2024-00188, and 9680794-2024-00191.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: radial a lines with incorrect readings? We have a good waveform, draws back and works well but is reading a falsely low blood pressure. Additional information: this event had occurred 4 times with 4 different patients that we are aware of. Falsely low bps ranging from sbp's of 60's-80's and dbp of 30's-50's. They did not correlate with cuff pressures. In this case the patient received additional vasopressors. They recovered and have been discharged home. Associated complaints 9680794-2024-00189, 9680794-2024-00188, 9680794-2024-00190 and 9680794-2024-00191

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The IFU provided with the kit informs the user, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". The IFU also states, "do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations". A device history record review could not be performed as no lot number was provided and a potential lot could not be identified based on a sales history review. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.